Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone that the insulin pump had a insulin flow blocked. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump had got a repeated insulin flow blocked messages. The insulin pump will not be returned for analysis.